Event description:
Customer reported that the insulin pump instructed the customer to deliver a 30 unit insulin bolus. Customer thinks this is not accurate and wanted to do a functional test on the device. Customer stated that his blood glucose was low and he had to keep eating; customer stated he feels that the insulin pump is over delivering insulin. Current blood glucose is 226 mg/dl. Customer was assisted in reviewing the settings in the set up wizard. Customer stated the parameters were entered correctly. Customer stated that the sensitivity level does not seem right. Customer stated that the food bolus is incorrect. He is going to discuss that with his doctor. During troubleshoot, it was stated that the drive support cap is recessed. Customer was disconnected during the prime sequence and reservoir is showing the same amount of insulin as shown on the status screen. Insulin pump passed the displacement test. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.